Manufacturer narrative:
The event date and date received by mfg were reported as (B)(6)2018, but should have been reported as (B)(6)2018

Event description:
The customer reported that, while in patient use, the cardiosave intra-aortic balloon pump (iabp) stopped pumping. There was no patient harm or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse fully tested the iabp, completed all diagnostic and performance tests, and ran the iabp several times before and after the inspection for 45 minutes to an hour with no issues. The iabp passed all functional and safety test per factory specifications, was then released to the customer, and cleared for clinical service.

Event description:
The customer reported that, while in patient use, the cardiosave intra-aortic balloon pump (iabp) stopped pumping. There was no patient harm or adverse event reported.